Event description:
It was reported that pump kept alarming, reservoir pump does not work. No patient injury was reported.

Manufacturer narrative:
Awaiting product return to smiths medical. If the product is returned, smith medical will reopen this complain for further investigation.